Event description:
It was reported to boston scientific corporation that after placement of a wallflex enteral colonic stent on a female, "the physician noticed there was free air in the abdomen" which "indicates that there is a hole in the colon". The physician was "not sure if the hole was there before or it was caused by the stent". The physician "confirmed the perforation in the colon through endoscopic visualization and fluoroscopic imaging". The pt was sent to the intensive care unit and had a do not resuscitate order in place. The pt has since died. Several attempts have been made to obtain the cause of death and the autopsy results to no avail.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been reported for the pertinent lot. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed, no adverse trends were noted and no data points exceeded the trigger action limit.